Event description:
It was reported that the first implant in 2006 was infected within 3 weeks of implantation thus a revision was needed to replace the implant.

Event description:
Additional information received reported that perioperative antibiotics were administered. The date of onset and the date of diagnosis were unknown. It was reported that the patient did not have meningitis and the signs and symptoms of the infection were unknown. The primary location of the infection was unknown.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2007 (B)(6); product type extension product ID 3037, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3889-33, lot# v008508, implanted: 2006 (B)(6), explanted: 2007 (B)(6); product type lead. (B)(4).